Manufacturer narrative:
The surgeon has chosen not to remove this broken screw since the patient is fused and is asymptomatic. Therefore, no device was returned for evaluation. Further patient information was not able to be gathered from the surgeon. Device still implanted in the patient.

Event description:
Patient received a posterior cervical fusion on (B)(6) 2014 from the occiput to c2. It was discovered sometime post op that the patient experienced a broken screw at c2. Patient is asymptomatic and fused. The surgeon has no plans to revise.